Event description:
It was reported that the patient had fallen and hit their head. While enroute to the hospital via ambulance, it was also reported the patient "flat lined" for 15 seconds. The patient's device was checked and it was determined the device was oversensing. The sensitivity was decreased and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).